Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by the patient being ¿sick as a dog and had pain¿ and their ¿belly was bloated¿. The cause of the event was unknown. The patient was not hospitalized for this event. The patient was treated with unknown antibiotics. Pd therapy was ongoing until the patient experienced an unrelated indication and their pd catheter was removed and they were started on hemodialysis. It was not reported if the patient had recovered from the event. Additional information is not available.

Manufacturer narrative:
Upon follow up the patient reported that they were changed to in center hemodialysis as on an unreported date the catheter was ¿pulled". The peritonitis was manifested by diarrhea and ¿puking¿. Should additional relevant information become available, a supplemental report will be submitted.